Event description:
The side rail detached and the end user began to fall out of bed. She fractured her femur when her leg was caught in the bottom portion of the side rail.

Manufacturer narrative:
The dme company reported that the incident involved a medline bed/side rail and a drive low air mattress. We were initially told that the enduser became wedged between the side rail and the mattress. We were later told the side rail popped out and that the end user was found on the floor. We spoke with the end user's granddaughter who indicated she was present at the time of the incident. The end user apparently was on her side, holding onto the side rail. The side rail detached and the end user began to fall. The family was able to prevent the fall but the end user's leg became caught in the bottom portion of the side rail and she suffered a fractured femur. She was subsequently hospitalized and surgery was required to repair the fracture. The granddaughter indicated it was a medline bed but not medline side rails. The side rails were apparently manufactured by invacare. The side rails had been installed by the dme company and the granddaughter later learned they were not compatible with the medline bed. We have not been provided with a specific item number or lot number. No photos were sent. We have no sample to evaluate and a root cause has not been determined. We have not confirmed a medline device caused or contributed to the incident. However, due to the reported injury, this medwatch is being filed.